Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, physician noted an insulation damage, due to wearing, on the right atrial lead. The lead was capped. Patient condition was good before and after the procedure.